Event description:
It was reported by a dist that, "during a surgical procedure, the clips dropped out of the device. No pt injury was reported."

Manufacturer narrative:
The actual returned device is being evaluated by the engineer. A supplemental report will be filed when he has completed the eval.